Event description:
Event description guidant received information that the patient with this pacing system was in the hospital for issues not related to pacing. The doctor was checking the device, which is on an advisory, and noticed: loss of capture in both chambers with subsequent asystole, and accellerated pacing. The device was then programmed to high outputs and capture returned. Attempts at lead impedance testing were unsuccessful as the device gave a message that the test could not be performed.